Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples and a troponin I-free sample when using a vitros eci immunodiagnostic system. The most likely assignable cause of this event was instrument related, as multiple precision tests were outside of ocd acceptable guidelines. An ocd field engineer performed maintenance and service actions to return the eci system to its expected performance. Following these action, acceptable vitros tropi es precision was observed. A reagent issue cannot be ruled out, as the historical quality control review showed elevated precision at the low level control. Finally, the investigation determined the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The most likely assignable cause of this event was instrument related.

Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results obtained from two different patient samples and a vitros high sample diluent b (troponin I-free) sample processed on a vitros eci immunodiagnostic system. Patient 1 tropi es= 0.21 ng/ml versus expected 0. 020 ng/ml patient 2 tropi es= 0.14 ng/ml versus expected <0.012 ng/ml troponin I free sample= 0.084 ng/ml versus expected <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).